Event description:
It was reported that the customer was admitted into the emergency room; cause was due to customer using fiasp; an off-label insulin. Reportedly, customer experienced heart palpitations. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved. Customer could not recall treatment provided. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event.